Event description:
The stent slipped from the delivery device prior to deployment. The stent appeared to have been caught by a previously deployed stent in the lad during same procedure. Attempts to remove the stent were unsuccessful. There was no immediate damage noted and patient remained stable throughout the procedure. The patient was returned to surgery the following day and the stent was successfully retrieved.